Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of error code and incorrect power supply. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center and during the evaluation, observed that pcba with corrosion. There was one error identified. The device was scrapped.